Event description:
During a remote follow up, noise resulting in oversensing was reported on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.